Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have an issue with the life indicator. The housing was removed, and the life indicator did not rotate when the instrument expired. Log reviews confirmed the instrument usage. The instrument was placed on the in-house system and had zero uses remaining. Also, the maryland bipolar forceps instrument was found to have damage to the conductor wire¿s insulation. The conductor wire had an exposed internal wire. There was no missing piece of conductor wire insulation. The instrument passed the electrical continuity test. There was also thermal damage on the bipolar yaw pulley. The maryland bipolar forceps was found to have exposed electrode on both bases of the bipolar forceps grip. The instrument had scratch marks and abrasions on the edge of the bipolar yaw pulley.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument did not show red on the life indicator. However, the system warned the customer that the maryland bipolar forceps was out of lives. The procedure was completed with a back-up instrument. There was no patient injury and no delays.